Manufacturer narrative:
Vascular damage peripheral vessel : gastrointestinal bleeding was suspected. The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical details provided. Thrombocytopenia : there seemed to be a decrease in platelet count, so platelet therapy (units unknown) was administered. The cause of the thrombocytopenia was not determined due to insufficient clinical details. H6 4431 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28870.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient had a percutaneous coronary intervention performed under intra-aortic balloon pump support, the iabp was then replaced with impella cp. While on support a black waste fluid was observed from the nasogastric tube, and gastrointestinal bleeding was suspected and heparin was in the purge fluid. It was noted that the relationship to impella was unclear, however the effects of anticoagulant therapy are thought to be one of the causes. Additionally, there seemed to be a decrease in platelet count, so platelet therapy (units unknown) was administered and the support level was adjusted (lowered). The patient's condition improved after that. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.